Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 19 september 2024, senseonics was made aware of an incident where hcp was unable to remove the sensor sn# (B)(6) on the first attempt made on (B)(6) 2024.

Manufacturer narrative:
It was reported that the user's sensor could not be removed. The first removal attempt was done on (B)(6) 2024. A transmitter was used to locate the sensor and the sensor was palpable. The user followed up with their endocrinologist for sensor removal. The user did not provide any additional information to customer care regarding the removal. Despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed. B4. Date of this report 01 november 2024. G3. Date received by the manufacturer? 21 october 2024.